Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient reported it seemed as if their device quit working. The patient reported they weren't able to tell a couple times if they had gone to the bathroom or not. Patient reported the device was for their sphincter. Patient stated they couldn't tell if they had gone poop and had a couple of fecal accidents. Patient wasn't sure if it was working correctly and went to check it with their programmer and got a por. There were no reported recent emi exposures. No further complications were reported or anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the cause of the por was not determined. It was noted that the patient has called their healthcare provider and they are waiting for a manufacturer representative to come to the office in order to resolve the issue, because the healthcare provider does not have the ability to reset their unit, only the rep does. No further patient complications are anticipated or expected as a result of this event.